Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record found the device was not cutting properly. The machined head was damaged, the reciprocating arm and needle bearing were worn, the control bar was defective, and the device was out of calibration. The machined head, spring pin, reciprocating arm, bearings, and control bar were replaced, and the device was recalibrated to resolve the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device cut the patient. There was surgical/medical intervention to stem the bleeding and dress the wound. Another device was used to complete/finish the surgery. It is unknown if there was a delay. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.